Manufacturer narrative:
Our records indicate this lead will not be returned. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited intermittent loss of capture (loc). It was noted that the device was recently implanted and output was set to 5.0v @ 1.5 ms. Patient is pacer dependent. Technical services (ts) recommended further review with electrophysiologist. Additional information received reported that this pacemaker and right ventricular (rv) lead were explanted and replaced due to suspected rv lead dislodgement that had increased thresholds and was depleting the pacemaker battery. During the revision procedure, normal battery depletion (nbd) and placement difficulty were also noted. No additional adverse patient effects were reported.